Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical medex large bore - hi-flo stopcock was in use with patient for an infusion of levophed. The reporter stated device became disconnected from the central line, causing a sudden drop in the patient's blood pressure. Subsequently, phenylephrine was administered with no effect. Once the hospital staff were able to reconnect the line, the patient's blood pressure increased. No additional adverse patient effects were reported.